Event description:
It was reported that there was a pinhole in the patient line of the homechoice cassette which resulted in a leak. This occurred during drain five of six of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported lot dr22816109 is not recognized by the system. The device was manufactured at one of the following facilities: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. Additional information/correction: g1/h10 manufacturing information (remove mountain home reference). The reported lot (not recognized) was manufactured in haina. H10: the sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted; all components were correctly placed and according to specifications. Pressure and pull testing were also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.